Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (false asystole events) was confirmed. As received, the monitor was able to detect an ECG signal. Upon evaluation, the monitor lacked a -5bn supply voltage. The cause of the false asystole events is the lack of supply voltage. The cause of the lack of supply voltage is a defective u612 processor. The root cause of the defective processor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was recording false asystole events.